Manufacturer narrative:
On 7/20/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the laparoscopic instrument was returned in used condition. A visual inspection showed the instrument was broken in the hinge area. Cleaning/processing the item in a state of high tension (e.g. When the ratchet is fully closed) can cause the stress cracks or breakage. Instruments should be cleaned in open position and sterilize them with the ratchet locked in the first tooth at the farthest. The complaint report is confirmed; damaged/worn. Device history evaluation - any applicable nonconforming product report / nonconforming material report history: none. Any applicable variance authorization / deviation history: none. Any applicable engineering change order / manufacturing change order history: none. Any applicable corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause of the damage has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports that during a routine check after surgery they found foreign material inside the patients abdomen by x-ray photo. They checked the device and found the damage on the hinge. The customer also heard the snapping noise during surgery. The foreign material was retrieved from the patients abdomen. They reopened the patients abdomen to retrieve it. On 7/11/2017 dealer reports laparoscopic total hysterectomy was being performed, case prolonged one hour 30 minutes. No harm done.